Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 03.037.028, lot# 9345768. Manufacturing location: (B)(4), release to warehouse date: may 11, 2015. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Product development investigation was completed. Visual inspection performed at customer quality (cq) confirmed the condition of breakage, which does not agree with the reported complaint condition of cracked due to the puzzle shaped geometry that is keeping the two separate shaft sections together even though there is a clean break. The device is broken at the most proximal rotation of the irregular spiral cut. The break fully extends from the start of the spiral cut to the adjacent edge of the next rotation. The two sections of the broken shaft are still attached to each other due to the puzzle shaped geometry. Additionally, the shaft has a slight bow/bend. Based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision, were reviewed. The inside diameter of the shaft could not be accessed to be measured due to the attached condition of the device. The outside diameter of the shaft at location of breakage measured ø7.99mm at cq (ca592) which is within specification of ø8mm h7 (+0/-0.015) per drawing. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The design history was found to not impact the complaint condition. Further raw material and raw material properties analysis was not performed at cq as there is no indication that the material properties would have contributed to this complaint based on the age of the device (3+ years) and the received condition of off axis bending. A root cause could not be definitively determined as the circumstances at the time of the break are unknown. However, the condition is consistent with exposure to excessive off axis force. No design or manufacturing defect or deficiency was observed during the investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one 5mm hex flexible screwdriver was found cracked during the decontamination process on (B)(6) 2018. All pieces were intact. No patient involvement reported. During the manufacturing investigation, the device was noted to be broken. This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).